Event description:
The dealer stated the hanger bracket is broke at center mount. No injury or property damage was reported. This is a privately owned chair. The called is a tech and does not have additional patient information. The caller has not further information to provide.